Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas pro ise analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 110.3 mmol/l. The sample was repeated twice, resulting with values of 140.3 mmol/l and 139.7 mmol/l. The na electrode lot number and expiration date were requested, but not provided.